Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Anvil. The analysis results found that one ec60 device was returned with the anvil bent upwards and without reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a lobectomy pulmonalis procedure, after the first firing with a golden reload treated on lung fissure, the surgeon found the tissue had been cut off but no staple came out. He changed the procedure to open and use the hand sewing to finish the procedure. Now the patient is fine.